Event description:
Biomet synthetic implant (first choice for implant) for head had possible hair or fuzz on the implant while still in the sterile packaging. The 1st choice implant was given to the company representative and the 2nd choice implant was used.